Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level up to 500 and 600 mg/dl. Customer's blood glucose value was 300 mg/dl at the time of the incident. Customer reported current blood glucose was 170 mg/dl. Blood glucose level was 161 mg/dl. Auto mode feature is active and automatically adjusting insulin delivery was in manual mode. Customer treated for high blood glucose insulin pump. Customer declined to check for the presence of leaks or air bubbles in the tubing or reservoir. Customer will not return device for analysis.